Event description:
It was reported that patient passed away. During an atrial fibrillation ablation procedure, an anatomical map was first created using the Orion Anatomy system following the Brockenbrough transseptal puncture. Intracardiac echocardiography (ICE) was used for the transseptal puncture. The workflow was then transitioned to FARAWAVE, and bias/contact sensing calibration of the FARAWAVE flower catheter was performed. Before any energy delivery, the patient developed ST segment elevation, and coronary angiogram (CAG) was performed. The patient experienced ventricular fibrillation/ventricular tachycardia, and chest compressions and direct current cardioversion were performed multiple times. The patient vomited blood during chest compressions. Due to the chaotic conditions in the catheterization lab, fluoroscopy was monitored from outside the room. CAG revealed a coronary artery rupture and the presence of a large volume of air within the left atrium and right ventricle. ST elevation persisted, and attempts were made to remove the air, however, the procedure was terminated when the patient was taken out of the room to undergo a left atrial contrast CT scan. Following the event, the physician initially considered the possibility of pulmonary vein (PV) injury with potential lung involvement. However, upon later review, the physician believed the findings were more consistent with communication with the airway, rather than the lung itself. The VCC wire or the FARAWAVE starter wire was suspected as the potential cause, although details regarding device handling or manipulation at the time of the event are unknown. The suspected site of injury was the left superior pulmonary vein (LSPV), though this could not be definitively confirmed. The patient was presumed to be in the intensive care unit, however, their current clinical condition was unknown, but it was later reported that the patient had passed away. No obvious injury was visually confirmed during the autopsy.According to the physician hypothesis, the VCC wire may have migrated into a distal branch of the LSPV, causing a perforation and creating a connection with the bronchus, which could have allowed air to enter the cardiac chambers. Because this timing corresponded to a phase involving wire and catheter manipulation rather than energy application, the physician considered the VCC wire the most plausible source of injury. No specific abnormalities in fluoroscopic appearance or device operation were reported. It is also suggested that acute intraprocedural events, including ST elevation and air ingress, may have contributed to the onset of the arrhythmia.Additional information revealed no coronary artery injury was confirmed upon review. The initial report reflected the physician early consideration of a potential coronary artery injury as a cause of the observed ST elevation, rather than a verified finding. The physician current assessment indicates that the event may instead have resulted from injury to a distal branch of the pulmonary vein caused by the wire, which could have led to bronchial involvement, air entry, ST elevation, and subsequent VT. Both the suspected coronary artery injury and the potential distal pulmonary vein injury remain unconfirmed physician hypotheses. Final pathology results are pending, and it is uncertain whether detailed information will be available once results are received.

Manufacturer narrative:
B5: DESCRIBE EVENT OR PROBLEM - UPDATED.

Event description:
IT WAS REPORTED THAT PATIENT PASSED AWAY. DURING AN ATRIAL FIBRILLATION ABLATION PROCEDURE, AN ANATOMICAL MAP WAS FIRST CREATED USING THE ORION ANATOMY SYSTEM FOLLOWING THE BROCKENBROUGH TRANSSEPTAL PUNCTURE. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS USED FOR THE TRANSSEPTAL PUNCTURE. THE WORKFLOW WAS THEN TRANSITIONED TO FARAWAVE, AND BIAS/CONTACT SENSING CALIBRATION OF THE FARAWAVE FLOWER CATHETER WAS PERFORMED. BEFORE ANY ENERGY DELIVERY, THE PATIENT DEVELOPED ST SEGMENT ELEVATION, AND CORONARY ANGIOGRAM (CAG) WAS PERFORMED. THE PATIENT EXPERIENCED VENTRICULAR FIBRILLATION/VENTRICULAR TACHYCARDIA, AND CHEST COMPRESSIONS AND DIRECT CURRENT CARDIOVERSION WERE PERFORMED MULTIPLE TIMES. THE PATIENT VOMITED BLOOD DURING CHEST COMPRESSIONS. DUE TO THE CHAOTIC CONDITIONS IN THE CATHETERIZATION LAB, FLUOROSCOPY WAS MONITORED FROM OUTSIDE THE ROOM. CAG REVEALED A CORONARY ARTERY RUPTURE AND THE PRESENCE OF A LARGE VOLUME OF AIR WITHIN THE LEFT ATRIUM AND RIGHT VENTRICLE. ST ELEVATION PERSISTED, AND ATTEMPTS WERE MADE TO REMOVE THE AIR, HOWEVER, THE PROCEDURE WAS TERMINATED WHEN THE PATIENT WAS TAKEN OUT OF THE ROOM TO UNDERGO A LEFT ATRIAL CONTRAST CT SCAN. FOLLOWING THE EVENT, THE PHYSICIAN INITIALLY CONSIDERED THE POSSIBILITY OF PULMONARY VEIN (PV) INJURY WITH POTENTIAL LUNG INVOLVEMENT. HOWEVER, UPON LATER REVIEW, THE PHYSICIAN BELIEVED THE FINDINGS WERE MORE CONSISTENT WITH COMMUNICATION WITH THE AIRWAY, RATHER THAN THE LUNG ITSELF. THE VCC WIRE OR THE FARAWAVE STARTER WIRE WAS SUSPECTED AS THE POTENTIAL CAUSE, ALTHOUGH DETAILS REGARDING DEVICE HANDLING OR MANIPULATION AT THE TIME OF THE EVENT ARE UNKNOWN. THE SUSPECTED SITE OF INJURY WAS THE LEFT SUPERIOR PULMONARY VEIN (LSPV), THOUGH THIS COULD NOT BE DEFINITIVELY CONFIRMED. THE PATIENT WAS PRESUMED TO BE IN THE INTENSIVE CARE UNIT, HOWEVER, THEIR CURRENT CLINICAL CONDITION WAS UNKNOWN, BUT IT WAS LATER REPORTED THAT THE PATIENT HAD PASSED AWAY. NO OBVIOUS INJURY WAS VISUALLY CONFIRMED DURING THE AUTOPSY. ACCORDING TO THE PHYSICIAN HYPOTHESIS, THE VCC WIRE MAY HAVE MIGRATED INTO A DISTAL BRANCH OF THE LSPV, CAUSING A PERFORATION AND CREATING A CONNECTION WITH THE BRONCHUS, WHICH COULD HAVE ALLOWED AIR TO ENTER THE CARDIAC CHAMBERS. BECAUSE THIS TIMING CORRESPONDED TO A PHASE INVOLVING WIRE AND CATHETER MANIPULATION RATHER THAN ENERGY APPLICATION, THE PHYSICIAN CONSIDERED THE VCC WIRE THE MOST PLAUSIBLE SOURCE OF INJURY. NO SPECIFIC ABNORMALITIES IN FLUOROSCOPIC APPEARANCE OR DEVICE OPERATION WERE REPORTED. IT IS ALSO SUGGESTED THAT ACUTE INTRAPROCEDURAL EVENTS, INCLUDING ST ELEVATION AND AIR INGRESS, MAY HAVE CONTRIBUTED TO THE ONSET OF THE ARRHYTHMIA. ADDITIONAL INFORMATION REVEALED NO CORONARY ARTERY INJURY WAS CONFIRMED UPON REVIEW. THE INITIAL REPORT REFLECTED THE PHYSICIAN EARLY CONSIDERATION OF A POTENTIAL CORONARY ARTERY INJURY AS A CAUSE OF THE OBSERVED ST ELEVATION, RATHER THAN A VERIFIED FINDING. THE PHYSICIAN CURRENT ASSESSMENT INDICATES THAT THE EVENT MAY INSTEAD HAVE RESULTED FROM INJURY TO A DISTAL BRANCH OF THE PULMONARY VEIN CAUSED BY THE WIRE, WHICH COULD HAVE LED TO BRONCHIAL INVOLVEMENT, AIR ENTRY, ST ELEVATION, AND SUBSEQUENT VT. BOTH THE SUSPECTED CORONARY ARTERY INJURY AND THE POTENTIAL DISTAL PULMONARY VEIN INJURY REMAIN UNCONFIRMED PHYSICIAN HYPOTHESES. FINAL PATHOLOGY RESULTS ARE PENDING, AND IT IS UNCERTAIN WHETHER DETAILED INFORMATION WILL BE AVAILABLE ONCE RESULTS ARE RECEIVED.

Event description:
IT WAS REPORTED THAT PATIENT PASSED AWAY. DURING AN ATRIAL FIBRILLATION ABLATION PROCEDURE, AN ANATOMICAL MAP WAS FIRST CREATED USING THE ORION ANATOMY SYSTEM FOLLOWING THE BROCKENBROUGH TRANSSEPTAL PUNCTURE. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS USED FOR THE TRANSSEPTAL PUNCTURE. THE WORKFLOW WAS THEN TRANSITIONED TO FARAWAVE, AND BIAS/CONTACT SENSING CALIBRATION OF THE FARAWAVE FLOWER CATHETER WAS PERFORMED. BEFORE ANY ENERGY DELIVERY, THE PATIENT DEVELOPED ST SEGMENT ELEVATION, AND CORONARY ANGIOGRAM (CAG) WAS PERFORMED. THE PATIENT EXPERIENCED VENTRICULAR FIBRILLATION/VENTRICULAR TACHYCARDIA, AND CHEST COMPRESSIONS AND DIRECT CURRENT CARDIOVERSION WERE PERFORMED MULTIPLE TIMES. THE PATIENT VOMITED BLOOD DURING CHEST COMPRESSIONS. DUE TO THE CHAOTIC CONDITIONS IN THE CATHETERIZATION LAB, FLUOROSCOPY WAS MONITORED FROM OUTSIDE THE ROOM. CAG REVEALED A CORONARY ARTERY RUPTURE AND THE PRESENCE OF A LARGE VOLUME OF AIR WITHIN THE LEFT ATRIUM AND RIGHT VENTRICLE. ST ELEVATION PERSISTED, AND ATTEMPTS WERE MADE TO REMOVE THE AIR, HOWEVER, THE PROCEDURE WAS TERMINATED WHEN THE PATIENT WAS TAKEN OUT OF THE ROOM TO UNDERGO A LEFT ATRIAL CONTRAST CT SCAN. FOLLOWING THE EVENT, THE PHYSICIAN INITIALLY CONSIDERED THE POSSIBILITY OF PULMONARY VEIN (PV) INJURY WITH POTENTIAL LUNG INVOLVEMENT. HOWEVER, UPON LATER REVIEW, THE PHYSICIAN BELIEVED THE FINDINGS WERE MORE CONSISTENT WITH COMMUNICATION WITH THE AIRWAY, RATHER THAN THE LUNG ITSELF. THE VCC WIRE OR THE FARAWAVE STARTER WIRE WAS SUSPECTED AS THE POTENTIAL CAUSE, ALTHOUGH DETAILS REGARDING DEVICE HANDLING OR MANIPULATION AT THE TIME OF THE EVENT ARE UNKNOWN. THE SUSPECTED SITE OF INJURY WAS THE LEFT SUPERIOR PULMONARY VEIN (LSPV), THOUGH THIS COULD NOT BE DEFINITIVELY CONFIRMED. THE PATIENT WAS PRESUMED TO BE IN THE INTENSIVE CARE UNIT, HOWEVER, THEIR CURRENT CLINICAL CONDITION WAS UNKNOWN, BUT IT WAS LATER REPORTED THAT THE PATIENT HAD PASSED AWAY. NO OBVIOUS INJURY WAS VISUALLY CONFIRMED DURING THE AUTOPSY. ACCORDING TO THE PHYSICIAN HYPOTHESIS, THE VCC WIRE MAY HAVE MIGRATED INTO A DISTAL BRANCH OF THE LSPV, CAUSING A PERFORATION AND CREATING A CONNECTION WITH THE BRONCHUS, WHICH COULD HAVE ALLOWED AIR TO ENTER THE CARDIAC CHAMBERS. BECAUSE THIS TIMING CORRESPONDED TO A PHASE INVOLVING WIRE AND CATHETER MANIPULATION RATHER THAN ENERGY APPLICATION, THE PHYSICIAN CONSIDERED THE VCC WIRE THE MOST PLAUSIBLE SOURCE OF INJURY. NO SPECIFIC ABNORMALITIES IN FLUOROSCOPIC APPEARANCE OR DEVICE OPERATION WERE REPORTED. IT IS ALSO SUGGESTED THAT ACUTE INTRAPROCEDURAL EVENTS, INCLUDING ST ELEVATION AND AIR INGRESS, MAY HAVE CONTRIBUTED TO THE ONSET OF THE ARRHYTHMIA.

Manufacturer narrative:
Correction to Initial Reporter Address, City, and Zip/Post Code.